Event description:
It was reported that shortly after implant, the patient experienced pocket stimulation. The epicardial leads were initially reprogrammed, but it was not possible to program around the stimulation. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.